Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The samples were indicative of samples with a low viral load near the limit of detection (lod) of the assay. It is possible the second sample is the result of being a true lod sample or contamination. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from guatemala alleged that they received potential false positive results for a patient¿s samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that they observed that run #(B)(6) generated a sars-cov-2 positive result for a patient¿s sample analyzed on the cobas® liat® system ((B)(4)). The patient¿s same sample was repeat tested analyzed on the same the cobas® liat® system ((B)(4)) that generated a sars-cov-2 negative result. The sample was repeated tested a 2nd time that generated a sars-cov-2 negative result analyzed again on the same cobas® liat® system ((B)(4)). The customer reported that a week prior run #(B)(6)generated a sars-cov-2 positive result for a sample used for validation when analyzed on the cobas® liat® system ((B)(4)). The same sample was repeat tested twice on the same cobas® liat® system ((B)(4)) that generated sars-cov-2 negative results each time. The same sample was repeat tested a 3rd time using an alternative technique (technique not provided) that generated sars-cov-2 negative results. Patient sample was collected using copan universal transport media. The customer confirmed there was no allegation of harm to the patient. The results were not reported out to the patient and/or personnel treating the patient. Two (2) mdrs will be filed one for each sample as per FDA guidance.